Event description:
On the day in question, the surgeon was doing a standard knee arthro. He was using a s&n stack system (560/560h/d25/etc) with smith and nephew cannulas and an arthrocare rf probe. He was doing some standard meniscus resection with the rf probe. The case finished, and the patient went home that evening. Later on, the patient complained of pain around the knee area. He was readmitted, and it was found that there was a capsular leak in the knee.

Manufacturer narrative:
Device was evaluated at smith & nephew (B)(4) service center and found to have no problems. Unit will not be returned to (B)(4) for evaluation. (B)(4).